Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a cisplatin primary infusion infused into the short set and the 50ml IV fluid bag burst. The primary infusion rate was 500ml/hr and the short set was connected to the primary set port just below the device via gravity; it was not reported if the slide clamp and roller clamp were opened or closed during the infusion. There was no pt harm or med intervention. Although requested, no additional pt or event details were provided by the customer.